Event description:
The reporter stated that the tube developed a leak in the pilot line where it attaches to the pilot balloon and where the pilot line enters the outer cannula to the tube. The reporter stated that on the day of the failure the tube passed the pretest. After a few hours, the ventilator started to alarm due to low pressure. It was determined that there was a leak and the tube was removed and a like tube was inserted.

Manufacturer narrative:
No analysis or conclusions can be drawn at this time. The 5.5plc tracheostomy tube was received by manufacturing and the failure investigation is currently in progress. If the failure investigation results provide new or significant information, a follow-up report will be submitted.